Manufacturer narrative:
Combination product: yes. Analysis results from 2018: as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available shock impedance trend curve showed a relatively high base impedance around 125 ohms with a slight gradual increment between (B)(6) 2018 and (B)(6) 2018. As reported in the complaint text multiple measurements were >160 ohms. Based on the provided data, no further electrical peculiarities could be identified. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information become available for analysis, the investigation will be updated.

Event description:
It was reported that the bipolar pacing impedance was out of range. Furthermore shock impedance demonstrated large variation between 100 - 170 ohms since 2014. Lead replacement is planned at time of generator replacement. The lead will be capped. Back in 2018 the manufacturer was informed about high shock impedance measurements. Event date was 9-nov-2018. The recent user report follows up on this complaint. With this update it was decided to report the incident.